Event description:
It has been reported that the pt received durom us acetabular component 50/44 j in her left hip on (B)(6) 2008 and underwent revision surgery due to loosening, pain, large soft tissue collection, dislocation and mildly elevated ion levels in the blood.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).